Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported while using the lcp drill sleeve 2.0, the surgeon was drilling with a drill bit in question 1.5mm through the plate. After smoothly drilling the front side of cortical bone, the drill tip got broken with some creaky sound when it reached the cortical bone of opposite side. The drill bit was separated inside the bone and outside the bone. The broken piece was left in the patient¿s bone. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The investigation from the complained part has shown that the drill is broken. Unfortunately the exact cause which has led to the complained occurrence could not be determined. It could only assume that too much mechanical force had been applied during the surgery. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.